Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. It was reported that the irritation was caused by another medication, but was made worse by the lifevest. The patient's physician recommended that the patient remove the lifevest to let her skin heal. Follow-up indicated that the rash was healing.